Event description:
The customer reported to olympus the hd autoclavable camera head image was dark during the procedure. There was no death, harm, or injuries reported for this event. Upon inspection and testing of the customer returned device, the repair center found image disappears temporarily when the cable is moved around. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the customer's complaint was confirmed, it was noted when the cable is moved the image will temporarily disappear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the event could not be identified. However, it is likely the cause is related to a faulty cable unit. The phenomena may have been prevented by following the instructions for use listed below: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.